Event description:
The customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. Troubleshooting and self test was performed and the insulin pump passed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.